Event description:
It was reported that the pta balloon ruptured upon inflation (atm unk) and detached during retraction through the 7f sheath. A surgical cut down was performed distal to the access site; a hemostat was used to capture the detached balloon. The device was removed in its entirely without further incident. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.